Manufacturer narrative:
Section g8 - the manufacturer report number should have been 2017865-2025-17635, rather than 2017865-2025-100000.

Event description:
It was reported that non-sustained right ventricular oversensing (nsrvo) due to post-paced t-wave oversensing (pptwos) was noted on the implantable cardioverter defibrillator (ICD). Programming changes were performed to resolve the issue. The patient condition was stable.